Event description:
Ra lead presented with increased threshold. Lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead presented with increased threshold. Lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2025 update: pericardial effusion was also seen. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.